Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One segment of a 4 fr single lumen groshong catheter was returned for evaluation. An initial visual observation showed use residue on the sample. A small hole was observed just distal to the 56 cm depth marker. Tensile weakness was observed in the area of the observed hole. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration. The sample was then clamped with atraumatic clamps and pressurized with the 12 ml syringe of water. A spraying leak was observed emanating from the hole observed just distal to the 56 cm depth marker. A microscopic observation revealed the hole near the 56 cm depth marker was very small and mostly straight. The break surface appeared to be granular in texture with uneven edges that were observed to be rounded inward. The sample was dissected in order to examine the inner wall of the catheter. The interior of the split appeared to be larger than the exterior and some impressions were observed near the corners of the split. The size, location, and shape of the split observed in the catheter are evidence of stylet damage. The product IFU states: ¿preflush catheter with sterile normal saline,¿ ¿never use force to remove the stylet. Resistance can damage the catheter,¿ and ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of reay2504 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter was placed into the patient¿s body by healthcare professional with more than 4 years of catheter placement experience. It was found that liquid leakage occurred 48cm on the catheter when preflushing the catheter. After flushing the catheter with 20ml normal saline, no liquid leakage occurred. The catheter placement was then conducted on the patient. Liquid leakage occurred again 56cm on the catheter when flushing the catheter with 30ml normal saline necessary for confirming the delivery site after the catheter placement. Since the catheter placement length of the male patient was 48cm, the catheter was then trimmed at the rear end. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reay2504 showed no other similar product complaint(s) from this lot number. Device not returned, at this time

Event description:
It was reported by nurse that the catheter was placed into the patient¿s body by healthcare professional with more than 4 years of catheter placement experience. It was found that liquid leakage occurred 48cm on the catheter when preflushing the catheter. After flushing the catheter with 20ml normal saline, no liquid leakage occurred. The catheter placement was then conducted on the patient. Liquid leakage occurred again 56cm on the catheter when flushing the catheter with 30ml normal saline necessary for confirming the delivery site after the catheter placement. Since the catheter placement length of the male patient was 48cm, the catheter was then trimmed at the rear end. No patient injury was reported.